Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. The customer reported that the customer was told to call back to run high pressure test. The customer stated that set was coming off from body and had happened 3 times between today and yesterday. The customer also stated that sugars were high today. The customer stated that later she got blood glucose down to high 100 mg/dl range. High pressure test was successful. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.